Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that their device is no longer supported; therefore parts are service is not available. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. At the customer's request, physio returned their device to them unrepaired. It was later confirmed by the customer that they have permanently removed the device from service and obtained a replacement unit. Due to the device being returned to the customer, further analysis could not be performed. The cause of the reported issue could not be determined.

Event description:
During a routine preventative maintenance inspection of the customer's device, physio-control observed that the unit would intermittently not detect that a patient test load was connected. The device would give a "connect electrodes" message at 225 and 238 ohms. The device did detect a patient test load at 50 ohms. Physio attempted to recalibrated the device impedance but was unsuccessful. As a result, defibrillation therapy may not be possible because a patient load may not be detected by the device. There was no patient use associated with the reported event.